Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Per the provided clinical information, the root cause of the positioning issues was determined to movement of the patient. The outcome of the device was unsuccessful. Patient was taken to the or and the device was surgically explanted without issue.

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient became acutely agitated, thrashing in bed, grabbing & pulling the impella. Impella console noted with red alarm: impella position in aorta, dual arterial waveforms & flat motor current. Impella was decreased to p2; picture received with locking ring/tuohy lock pulled away from the suture hub. Doctor immediately notified and requested to verify device position due to direct ascending aorta insertion with subxyphoid exit from the body. The patient¿s blood pressure was 148/57/78 on no impella or vasopressor support. Noted with impella motor & outlet in the graft & inlet remaining in the aorta. Md decided to have rn retract impella, with aid impella completely back into the graft and turned off. Device explanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.